Manufacturer narrative:
The reported failure of a pilot sensor reading is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information alleging that a trilogy ev300 device failed preventive maintenance (pm) service and final testing. The customer initially suspected that the issue was related to the oxygen blender module (obm); however, no documentation of a failed test or critical error was provided. The customer reported that installation of a spare module available at the site resolved the initial issue. The device was subsequently reported to be failing pilot sensor readings. The device was not reported to be in patient use, and no patient harm or injury was alleged. During diagnostic testing, by a third-party service provider the reported issue was replicated. Investigation determined that replacement of the 3-way solenoid valve and proportional valve (aecm) was required to address the condition. A work order was issued for replacement materials, and the customer will perform the repair. Based on the available information, the reported condition was associated with the 3-way solenoid valve and proportional valve (aecm). No patient harm or injury was reported. A final report is being submitted. If additional information becomes available following completion of the repair that impacts the investigation findings or reportability determination, a supplemental report will be submitted.